Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit stopped working while on patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country, event site email), e2, e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: h6(health effect ¿ clinical code). A getinge field service engineer (fse) inspected the unit and replaced drive manifold(d104-00-0018), 5000 hour kit(d040-00-0147), and performed checkout as per service manual. During disassembly, he replaced some screws missing hardware. Replaced the faulty helium tank clamping knob(d366-00-0104) and tank knob(d366-00-0092). Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer.